Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4), analysis found the bottom case of the desktop charger (serial (B)(4)) was badly broken, and the device was scrapped. All fdm and fdr codes apply to the desktop charger (serial (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins stopped working. The patient further clarified stating they could not charge the ins, because the recharger (insr) cord was broken. The patient stated the metal tip broke off the connector pin; therefore, the insr would not charge, and the patient could not charge the ins. The patient stated the metal tip was stuck far down in the insr, and the patient was unable to remove the metal tip. The patient added that the ac power cord was damaged and had exposed wires. The patient also reported her insr battery and ins were depleted. A replacement recharger and desktop charger were sent to the patient. The patient reported at a later date that the replacement recharger and desktop charger worked very well and resolved the inability to charge and depleted ins. No symptoms or further complications were reported/anticipated.